Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and/or excessive activity¿wear and/or deformation of articulating surfaces.¿

Event description:
It was reported that the patient underwent total shoulder arthroplasty on (B)(6) 2004. Subsequently, the patient was revised on (B)(6) 2014 due to glenoid polyethylene wear, glenoid loosening, and cuff tear arthropathy. The humeral head and glenoid were replaced.